Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the vessel tortuosity was confirmed severe. Bend at ica origion and complete s in cavernous. The distal part of the solitaire broke. 20cm from distal end. The device is in two pieces. The device did not come out of catheter. It got stuck in catheter.

Event description:
Medtronic received a report that the solitaire did go with ease and got stuck in the middle of phenom 21 microcatheter during delivery. They tried many times, but there was still resistance when navigating the solitaire in the phenom. The solitaire broke within the catheter before reaching the target site. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an ischemic stroke located in the m1 branch of the internal carotid artery (ica). The patient's baseline mrs, nihss, and tici scores were 4, 14, and 1 respectively. Post procedure these were 3, 6, and 2b respective. IV tpa was contraindicated. Two passes were made with the solitaire. The patient's vessel tortuosity was severe. It was also reported that the tortuosity was moderate. The stroke onset to reperfusion time was 90 minutes. The access vessel diameter of the ica was 4.5mm, and the m1 segment was 2.1mm. Ancillary devices include a non-medtronic sheath and guide catheter.

Manufacturer narrative:
Continuation of d10: product ID fg13160-0615-1s (lot: 226233319); product type: explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.